Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the name of the procedure? What tissue was the stratafix symmetric suture used on? What tissue layer was the stratafix pdo suture used on? What was the condition of the tissue where each suture was used (normal, diseased, weakened)? Was the fixation tab intact when the stratafix symmetric suture was placed in the patient? What post op date did the patient present with symptoms of dehiscence? Was there any patient predisposing event (cough, fall, etc) prior to dehiscence? What is the surgeon opinion as to relationship of the stratafix symmetric suture and the patient dehiscence? What was the date of the second procedure? Can you describe the appearance of the stratafix symmetric suture during the second procedure? Was the stratafix symmetric suture found broken, can you identify where (termination, middle, end)? Was the stratafix symmetric suture intact and pulled through the tissue? Do you have the status of suture for evaluation? What is the current condition of the patient? Lot #'s involved? What procedures were being performed? What layer of tissue was being used or closed? Was the end-user a new user of this product? Was the device or product used for the intended purpose? If there was any patient impact (additional treatment required etc.) And/or problem (prolonged surgery etc.) Due to the non-conformance reported? Did they have formal training on the use of these devices? Was the sales rep present during the procedure? Was the defective device saved for evaluation? Are there sterile samples from the reported finished goods lot available and be returned for testing?

Event description:
It was reported that a patient underwent spinal procedure on unknown date and barbed suture was used on unknown layer of tissue. The surgical technique for suture placement is unknown. On an unknown date, the patient experienced dehiscence. An additional procedure was performed on unknown date to close the wound. It was reported that the incision was open at the top and the suture popped down to the bone graft. Currently the patient is unknown. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial procedure? **initial procedures were around (B)(4) 2018. What was the name of the procedure? **posterior spinal fusion. What tissue was the stratafix symmetric suture used on? **fascia/muscle. What tissue layer was the stratafix pdo suture used on? What was the condition of the tissue where each suture was used (normal, diseased, weakened)? **no. Was the fixation tab intact when the stratafix symmetric suture was placed in the patient? **yes. What post op date did the patient present with symptoms of dehiscence? **4-6 weeks after surgery. Was there any patient predisposing event (cough, fall, etc) prior to dehiscence?**no. What is the surgeon opinion as to relationship of the stratafix symmetric suture and the patient dehiscence? **potentially more of a muscular bite vs fascia (for the stratafix symmetric) what was the date of the second procedure? Na. Can you describe the appearance of the stratafix symmetric suture during the second procedure?na. Was the stratafix symmetric suture found broken, can you identify where (termination, middle, end)? **not broken. Was the stratafix symmetric suture intact and pulled through the tissue? **yes do you have the status of suture for evaluation? **no. What is the current condition of the patient? ** doing well. Patient is still on antibiotics. Is the surgeon interested in a rapid response team conversation with medical, engineering to discuss the issue? No additional information: it was identified that only 1 patient had dehiscence past the fascia layer (layer that symmetric was used on) that went all the way down to the bone graft, this patient was brought back to surgery where the rest of the wound was opened to then be closed by traditional closing techniques. This patient is still on antibiotics. The events occurred on the residents side of the incision that was closed.